Event description:
It was reported embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on a patient with active atrial fibrillation. Approximately three (3) hours post procedure, the patient developed hypotension, and it was found that the closure device had embolized into the left ventricle. The patient was taken to the operating room to remove the device. Some damage to the mitral valve was noted after the device was surgically removed due to the embolization. There were no patient complications during surgery. The patient was extubated and stable after surgery and is expected to make a full recovery.

Manufacturer narrative:
Media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: large laa with several lobes, some of which are proximal and also pectinate ridges, ostium diameter measured at 3.6cm. A 40mm closure device in what seems to be final position is proximal with shoulders more than 1/3 in 45 and 135 views. The proximal position likely contributed to the device embolization. No media available of the embolized device.

Event description:
It was reported embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on a patient with active atrial fibrillation. Approximately three (3) hours post procedure, the patient developed hypotension, and it was found that the closure device had embolized into the left ventricle. The patient was taken to the operating room to remove the device. Some damage to the mitral valve was noted after the device was surgically removed due to the embolization. There were no patient complications during surgery. The patient was extubated and stable after surgery and is expected to make a full recovery.